Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent fell off the stent delivery system (sds) during an attempt to position it at the lesion. The physician was able to retrieve it by utilizing the technique of partially inflating the balloon and removing the sds out of the body. Another company's stent was then placed with success. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was blood on the stent implant. There was contrast in the balloon and inflation lumen. The stent implant was dislodged from the balloon. There was a bend in the middle of the stent. The entire length of the stent was smashed. There was no other damage noted to the stent implant. The balloon had relaxed folds. There was a bend in the hypotube 26 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. The outer diameters of the stent were not measured due to the damage. Product performance engineering was unable to complete the evaluation of the event at the time of this report,. Results and conclusions will be forwarded upon completion.